Manufacturer narrative:
Continuation of d10: product ID m01a01, product ID dtpa2d1 lot# serial# (B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator replacement procedure the mobile programmer application lost connection with the cardiac res ynchronization therapy defibrillator (crt-d) during lead impedance testing. Several attempts were made but it was not possible to reestablish the connection. It was attempted to interrogate the crt-d with a second mobile programmer application but the application was unable to interrogate the crt-d. The crt-d pocket was closed and the crt-d was subsequently interrogated in the recovery room. The interrogation showed high undefined defibrillation and pacing impedance on a competitor right ventricular (rv) lead. There was no superior vena cava (svc) coil impedance reading. One of the staff stated they heard a ¿pop¿ when the physician inserted the lead into the header during the case. It was noted the lead was possibly not secured in the device. No post-implant imaging was performed. The physician chose to use the device for brady function only. The detections and alerts were programmed off. The device remains inuse. No patient complications have been reported as a result of this event.